Manufacturer narrative:
No 2000e china sample was available for investigation. The customer reported that the affected sample was from lot 24075027 and that they "discovered a blockage in the newly opened infusion connector while treating a patient. The fluid could not pass through, and the pipeline could not be primed. A new connector was immediately replaced to inject the patient and report a suspected adverse event." As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph could not identify a root cause for the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 24075027 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, a nurse found that the newly opened infusion connector was blocked while treating a patient. The liquid could not pass through and the pipeline could not be pre-flushed. She immediately replaced the new connector to inject the patient and reported the suspected adverse event.